Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the implantable neurostimulator was first implanted, the patient received therapy, the patient then reported that they started to dislike the therapy sensation with a return of pain, and had the ins removed. Additionally the patient reported that they were unaware of how many settings the device had. No additional patient symptoms, and no additional complications were reported for this event.